Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that 4 laser fibers wore down and one fiber tip was completely missing (fiber break). However, it was confirmed by the customer that there was excessive fiber burn back, not a fiber break. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3003790304 2024 00024.

Event description:
It was reported that 4 laser fibers wore down and one fiber tip was completely missing during a therapeutic, laser lithotripsy of the bladder stone procedure. The procedure was completed, however multiple laser fibers were used. The procedure was prolonged approximately 10 minutes due to opening additional fibers. The patient's anesthesia or sedation was extended by approximately ten minutes. The condition of the patient was not impacted by the failure and there were no reports of patient harm.